Manufacturer narrative:
Patient information was not provided.a medtronic representative went to the site to test the equipment. The system checkout showed that the system was fully functional. The reported event could not be duplicated by medtronic personnel.

Event description:
A surgeon reported a 1cm inaccuracy after registration. He did not re-register. There was no known impact to a patient.